Manufacturer narrative:
(B) (4). The ge service rep checked the limit switches and push button. He found on down button on the console was bad. He replaced the button and the lift motor. The system is functioning as intended.

Event description:
The customer reported that the vertical column did not function properly. No patient injury was reported.